Event description:
It was reported that patient was initially only implanted with one lead due to scar tissue. The patient underwent a revision procedure wherein the linear lead was replaced with a paddle lead. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that patient was initially only implanted with one lead due to scar tissue. The patient underwent a revision procedure wherein the linear lead was replaced with a paddle lead. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb.

Manufacturer narrative:
Correction to the initial emdr in field g4. G4 should have been 09/26/2025.

Event description:
It was reported that patient was initially only implanted with one lead due to scar tissue. The patient underwent a revision procedure wherein the linear lead was replaced with a paddle lead. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.